Manufacturer narrative:
(B)(4)

Event description:
Dexcom was made aware on 10/302016 that on (B)(6) 2016, the g5 mobile application display screen became frozen. No additional event or patient information is available. No product or data was provided for evaluation. The reported event of the g5 mobile application display screen became frozen could not be confirmed. A root cause cannot be determined.